Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional information is obtained. H3 other text : device discarded; single-use device.

Event description:
The consumer reported accidental exposure to the eye with the binaxnow covid-19 antigen self-test extraction reagent solution on 30jun2023. Per the consumer, he accidentally splashed the reagent solution in his eyes. The consumer confirmed that he washed his eyes with water. The consumer confirmed that they had no effects from the reagent. No additional information was provided.

Manufacturer narrative:
Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Device discarded; single-use device.

Event description:
The consumer reported accidental exposure to the eye with the binaxnow covid-19 antigen self-test extraction reagent solution on (B)(6) 2023. Per the consumer, he accidentally splashed the reagent solution in his eyes. The consumer confirmed that he washed his eyes with water. The consumer confirmed that they had no effects from the reagent. No additional information was provided.